Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Facility initially reported the item is broken at the hinge. On (B)(6) 2011, customer reports that the physician was undermining/dissecting tissue at the shoulder when a scissor blade broke and fell on the floor. There was no harm to the pt, but they believe there was potential for harm.